Manufacturer narrative:
Add'l catalog #: 72402105; (B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than it's usual.

Event description:
A (B)(6) old female patient with pelvic, obstetric and surgical trauma was implanted with an acticon device on (B)(6) 2000. On (B)(6) 2008, the cuff and balloon were removed and replaced because of fluid loss at the cuff. A request for the device was sent and the device was not returned for analysis. No further information has been provided.